Event description:
In 2002, the cryopreserved aortic valve and conduit was implanted into a patient of unknown medical history. According to the implanting surgeon, approximately six months post-operative the patient expired from thrombosing of the allograft.